Event description:
On (B)(6), 2010, boston scientific corporation became aware of an issue with an rx locking device and biopsy cap. The complainant had suspected but had not identified an issue with the unopened and unused rx biopsy cap. The device was returned for evaluation by boston scientific corporation. This event has been deemed a reportable event based on the investigation results; the slits on sponge (foam insert) were not completely perforated.

Manufacturer narrative:
Visual examination of the returned device found that the product pouch was unopened indicating the device was not used. The rx cap with sponge, locking device and strap were found to be intact. The foam (sponge) was present inside the rx biopsy cap and was not separated / detached. Cutting open the rx biopsy cap and examining the sponge, it was found that the slits on sponge (foam insert) were not completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit / path to penetrate. (B)(4)